Event description:
It was reported that during a pump replacement procedure the healthcare professional (hcp) had been unable to aspirate the existing catheter through the new pump¿s cap (catheter access port). The hcp did not want to do a back table prime. The length of time the patient would be without drug because of the empty pump tubing was calculated: catheter volume= 0.196ml/0.188ml/hour= about 10.5 hours; pump tubing volume= 0.199ml to 0.289ml/0.188ml/ hour = about 10.5 to 15 hours. The hcp later reported that the difficulty aspirating the cap was a ¿non-issue.¿ the cause of the issue was not determined. The hcp reconnected the new pump and resumed the previous dose. The patient recovered without permanent impairment and was ¿ok¿ per the reporter. The pump was used to infuse clonidine and morphine (unknown).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was receiving clonidine 150 mcg/ml at a dose of ¿67.8/day¿ and morphine 15 mg/ml at ¿6.78/day.¿ there were no further complications reported or anticipated.

Event description:
Additional information received from the representative reported the patient¿s weight was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n180042009, implanted: (B)(6) 2008, product type: catheter. (B)(4).